Event description:
It was reported that during a laparoscopic cholecystectomy procedure, multiple clips fired into patient's abdomen when he tried to fire on the bile duct. There were no patient consequences. Case completed with a competitor's device.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. The device was empty. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However, an investigation has been initiated to address the potential root cause of the drooping/ejected clips issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.